Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. In the letter the dentist advised for the patient to discontinue aligner treatment since they have developed tmj from the byte aligners. The patient also reported they have dental hardware. The patient is contraindicated for aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.